Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains uncharged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/21/2011 by fax and mail. A completed questionnaire was rec'd on 04/25/2011. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the lens is rubbing against the iris and causing bleeding. In a f/u, the customer further reported that the bleeding started approx three years after implantation and that he had an air bubble put in by a retina specialist and a "shot in the eye"; but the eye has continued to bleed intermittently. In a f/u., the surgeon reported the event continues due to rubbing of the iris by the sulcus-placed iol. Vitrectomy procedures were performed twice and medication has been given to treat the pt's high intraocular pressure.